Event description:
It was reported when using the pyxis medbank system, the medication cannot be issued as it does not appear in the add items screen during the search. The customer reported that the user was unable to access medication, which impacted the patient care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user did not have privileges to issue the medication by override. The technical support specialist verified that another customer successfully issued the medication after it was prescribed for the patient. The system functioned as intended after the technical support specialist troubleshooted the device.